Event description:
It was reported that during a lobectomy procedure, after firing the device, the surgeon checked the incision and found there was lack of staples at the middle of anastomosis stoma. The surgeon added hand sewing to complete the procedure. No patient consequence reported.